Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issue. The fse reviewed the diagnostic log and observed recent gas loss in iab circuit alarms, which would indicate a possible leak in the patient balloon circuit. No other faults which might indicate a problem in the iabp unit were logged at that time. The unit passed all helium leak tests. The fse lubricated all safety disk o-rings and o-rings at the cart connection and helium tank. Complete preventative maintenance with full calibration was performed. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a ¿leak in system¿ alarm, while in use on a patient. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested. A supplemental report will be sent accordingly upon receipt.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) exhibited with a leak. There was no patient injury or adverse event reported.